Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.